Event description:
A 3-day-old infant was receiving total parenteral nutrition (tpn) fluids. Nurse noted that the stopcock attached to the infant¿s central line had multiple cracks, causing the fluid to leak. No excessive force was used. Staff reports that this has happened five times with the same stopcock type on this particular infant.